Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loss of the image was the internal charge-coupled device cable was damaged by some cause and resulted in occurrence. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported that when the bronchovideoscope (subject device) was angulated, there was a loss of the image. The reported issue was identified prior to the start of a bronchoscopy procedure. The intended procedure was completed using another scope. There was no delay in the intended procedure. It reportedly took approximately five (5) minutes to change out the scopes. There was no patient or user harm reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, service found the image disappeared during angulation in the up/down directions due to damage on the charge-coupled device unit (ccd). In addition, service found the adhesive on the bending section cover (a-rubber) was cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.